Event description:
Patient underwent total hip arthroplasty on (B)(6) 2008. Revision procedure performed on (B)(6) 2009 for unknown reason. Revision was again performed on (B)(6) 2012, due to pain and possible femoral loosening. Residual metallosis was noted intraoperatively along with osteolysis around the porous femoral stem proximally. Multiple attempts to remove the stem from the femoral canal were unsuccessful and subsequently an extended trochanteric osteotomy was performed to remove the stem with no further complication. The stem was noted to be well fixed distally but had no ingrowth proximally. Foreign debris was noted to be embedded in the polyethylene liner upon removal.

Manufacturer narrative:
Review of the explanted device found between fifty and one hundred small metal pieces embedded in the liner. The metal debris in the acetabular liner is concluded to have occurred in vivo as a result of third bodies being introduced into the joint cavity and impacted onto the surface of the part. The origin of the metal debris is non-verifiable, but must have come from a source outside of the liner itself.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00499 & 00500). (B)(4).